Event description:
The manufacturer service technician reported that the device was running with handswitch in safe mode (unintended activation) while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.